Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric bypass, the instrument was working properly. After continued use, the green indicator light turned to red a few times. The instrument was removed from the surgical field. While the dissector waveguide was being cleaned, a piece of the waveguide disengaged. Nothing fell into the pt cavity. The device may have come into contact with a staple line during the procedure. The surgeon installed another dissector onto the system and successfully completed the procedure. There was no pt injury.